Event description:
It was reported that, pico 7 device, size 15 x 15 cm device placed on (B)(6) 2021 at 4 pm, at hospital (B)(6) in a patient under general anesthesia, underwent mastectomy, performed the surgical procedure, cleaning in the application area and placing the peak dressing 7 in breasts. After 72 hours of use, the device has a failure in the display, where there was no anomaly in the dressing, and the lights were on continuously, leaving the patient unsure about the dressing. A technical visit was carried out at the patient's residence, where claims to be careful with the device, without getting wet, without dropping it, taking great care, as patient is aware that it is a high-cost dressing, and the device does not present any damage, intact. The procedure was completed using a smith & nephew back-up device. A delay greater than 30 minutes was reported. No other complications were reported.

Manufacturer narrative:
The device used in treatment, has not been returned for evaluation. With no additional information provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported, that the lights were on continuously. Potential factors that can contribute to the reported event, include the device entered a non-recoverable error state. There are various reasons, that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.